Event description:
Bipolar fcp we received from j&j (repair) has ¿ bubbled¿ up the insulation in a number of places during use.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon completion of the investigation it was noted that the evaluation of the instruments (2) confirmed the complaint. The coating is severely bubbled on one of the instruments and excessively worn and chipped on the other instrument. The condition of these instruments reveals improper use and repair. The worn chipped condition of one instrument is attributed to improper maintenance and/or sterilization resulting in scratched and chipped coating at the tips. It is likely that an abrasive cleaning agent or material/cloth was used to clean the surfaces resulting in removal of the coating. The instrument with excessive coating defects appears to have been recoated (not recommended) by an unapproved vendor resulting in coating deficiencies. It is recommended that these instruments be repaired only by a codman approved repair service to prevent instrument damage and insure proper instrument function. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: unknown as product code is not available. Upon completion of the investigation a follow up report will be field. Unclear if device will be returned.